Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the pacemaker had previously overestimated the battery longevity. Upon review of parameters, it was noted that batter curve appeared stable. The patient was stable throughout the event.